Event description:
This study assessed the incidence of access-related vascular complications using a plug closure device (non-abbott device) compared to the perclose proglide (suture-based vascular closure device). Although some complications were noted with both vessel closure devices discussed, the complications specifically for the proglide device included bleeding (treated with endovascular balloon inflation, stent implantation, surgical repair. Conservative treatment/prolonged manual compression or other), stenosis/occlusion, femoral dissection, pseudoaneurysm, and other. There were also unspecified device failures with both devices. The study concluded that plug vessel closure devices had higher rates of primary access-related vascular complications, driven by minor complications, compared to perclose proglide devices. Endovascular treatment was more common after plug vessel closure. Specific patient information is documented as unknown. Details are listed in the article, titled "a propensity-matched comparison of plug- versus suture-based vascular closure after tavi".

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of hemorrhage, stenosis, obstruction/occlusion, vascular dissection, and pseudoaneurysm are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, numbness, occlusion, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "a propensity-matched comparison of plug- versus suture-based vascular closure after tavi"